Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the rep noticed the item was broken after sterilization. Backup tray item also broke so rep is down both trays. No patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. Visual examination of the returned devices found signs of repeated use (nicked and gouged) and both of the impactor pads have fractured. DHR was reviewed and no discrepancies were found. The investigation has concluded that the reported event is attributed to wear and tear from repeated use of its field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.